Manufacturer narrative:
Other devices listed in this report: cat. No.: 5512-f-301, tri ts femur sz3 left, lot code: hvew. Cat. No.: 5521-b-300, tri ts baseplate size 3, lot code: jfx6a. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device was not retained after surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. Subject had a deep joint infection, in left knee which the triathlon ts femoral component, triathlon ts tibial baseplate and triathlon ts tibial insert were removed.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. Subject had a deep joint infection, in left knee which the triathlon ts femoral component, triathlon ts tibial baseplate and triathlon ts tibial insert were removed.